Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent ipg replacement procedure. The explanted product will not be returned as it was kept by the facility.